Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump touch screen was unreadable. Reportedly, the display screen was blurred with pixelated lines that blocked the graphics and text. Customer's blood glucose ranged from 100 mg/dl to 150 mg/dl. Reportedly, customer reverted to an alternate pump for insulin therapy.